Manufacturer narrative:
Complaint conclusion: as reported, after using the 6f/7f mynxgrip vascular closure device (vcd), the patient had developed a hematoma after lying flat in a required time and bled about 1 liter of blood and was taken to hospital. After the bleeding had stopped, the patient was discharged. The device used was the first one from a new box of mynx. The customer has deployed numerous mynx devices and had never encountered an issue. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to IFU instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A non-cordis sheath was used. There was presence of pvd / calcium in the vicinity of the puncture site. There was little vessel tortuosity. The stick location was the right. 6,000 units of heparin was given as an anticoagulant. The vessel did not have stenosis >50% at or near the puncture site. There were multiple sheath exchanges. A procedural sheath that is greater than 7f was not used. There were multiple stick attempts made before intravascular access was achieved. The hematoma occurred prior to discharge. The puncture site was below the bifurcation (low stick). There was no posterior wall puncture. Hemostasis was achieved using a sandbag for less than 30 mins. The product was not returned for analysis. A product history record (phr) review of lot f2007304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿hematoma¿ and ¿bleeding¿ could not be confirmed as the device was no returned for analysis. The exact cause of the reported events could not be conclusively determined. Hematomas and bleeding are known complications of this procedure and listed in the instructions for use (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported events. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after using the 6f/7f mynxgrip vascular closure device (vcd), the patient had developed a hematoma after lying flat in a required time and bled about 1 liter of blood and was taken to hospital. After the bleeding had stopped, the patient was discharged. The device used was the first one from a new box of mynx. The customer has deployed a numerous mynx devices and had never encountered an issue. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The mynx vcd was prepped according to IFU instructions. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A non-cordis sheath was used. There was presence of pvd / calcium in the vicinity of the puncture site. There was little vessel tortuosity. The stick location was the right. 6,000 units of heparin was given as an anticoagulant. The vessel did not have stenosis >50% at or near the puncture site. There were multiple sheath exchanges. A procedural sheath that is greater than 7f was not used. There were multiple stick attempts made before intravascular access was achieved. The hematoma occurred prior to discharge. The puncture site was below the bifurcation (low stick). There was no posterior wall puncture. Hemostasis was achieved using a sandbag for less than 30 mins. The device will not be returned for evaluation as it was disposed in the hospital few hours after the procedure.